Event description:
A patient reported experiencing inaccurate erratic results with fasttake meter. The pt's blood glucose results were 140 and 101 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.